Manufacturer narrative:
The glidescope avl video baton 3-4 was replaced for the customer. The video baton was returned to the verathon for evaluation. The technical service representative confirmed that the video baton would not produce an image when plugged into a test video monitor. Since there are no repairs available for the video baton, and the customer received a replacement, the returned video baton was scrapped. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 23-may-2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. Corrective action is not required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a the glidescope avl video baton 3-4, the image was intermittent. The customer state the image would go out when the cable was wiggled and that the cable appeared to be twisted. The procedure was completed with a backup video baton however, the time required to prepare the second video baton was not reported. No harm to patient or user was reported.